Event description:
Oracle ro 1220663: double beep no cassette (during testing / no patient injury).

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the device was in good condition as all was intact. There was evidence of the reported problem (error) being recorded in event history log. The reported problem was duplicated. Fluid ingression was found on the downstream sensor which caused the double beep. The cause of the reported problem was documented as fluid ingression. For corrective action the defective downstream sensor was replaced. The root cause of reported problem was unknown. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.